Event description:
During an abdominal aortic aneurysm stent grafting treatment procedure, the equalizer balloon ruptured at 4 atms within the stent graft cuff. No pt injuries or complications were reported. Pt status is reported as 'fine'.